Event description:
It was reported impedance levels greater than 10000 ohms was read. Company rep stated that 9-15 was greater than 10k. It was noted they had tried snap-lid and was ok. They had swapped the lead, but still had problem on 9-15 contacts. It was suspected there was a problem with the implantable neuro stimulator (ins). At the time of this report, no further info was reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).